Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon inflated; however, it would not hold pressure. No pt effects were reported. No add'l event or pt info is available.